Event description:
A discordant, falsely low troponin result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun in duplicate on the same instrument and rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The customer ran quality controls while the fse was onsite, and all were within range. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.